Event description:
(B)(6) 2014, (rep): it was reported that a trial patient felt no stimulation with a lead intraoperatively. It was stated that the lead was replaced with another lead in the same location and stimulation was felt. It was reported that the patient was alive with no injury and that there were no symptoms or complications associated with the event. (B)(6) 2014 rp: no additional information received. Returned product form was blank.

Manufacturer narrative:
Concomitant product: product ID neu_ens_stimulator, lot# serial# unknown, product type: external neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the trial lead found that there was no anomaly.